Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 customer reports low battery alarm or short battery life. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails, missing serial number label, missing display window cover, cracked keypad overlay, keypad overlay scratched, scratched case. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests; it failed sleep current measurement and active current measurement tests. Thus software was utilized and uploaded trace/history files properly. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; pcba1--j7. After inserting both the test pcba2 and pcba1 into a known good case, both current measurements ran high; however, after scrapping the corrosion between pins 1 and 2 of pcba1 j7 off and then redoing the test, both current measurements fell into spec. In summary, customer allegation for short battery life was confirmed during testing and troubleshooting. The short battery life was due to some corrosion in between pins 1 and 2 of pcba1 j7. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. Customer stated that they already received replacement of battery cap. Customer was assisted with troubleshooting for low battery alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.